Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered five rounds of anti-tachycardia pacing (atp) as the patient was in ventricular tachycardia (vt). Reportedly, round four and five of the atp accelerated the patient rhythm, and one electric shock was required to successfully convert the arrhythmia. All the lead measurements remain stable. The ICD system remains in service. No additional adverse patient effects were reported.